Event description:
Additional information received reported that diagnostics looked normal and no malfunctions were seen. The plan was for the patient to keep a diary of the issues. The patient was still using therapy, but was not happy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's neurostimulator was turning on and off without the use of a recharger or patient programmer. The patient stated, she had no control over the stimulator, it just turned on and off randomly. It was noted that the patient had used the stimulator 99% of the time. Impedance measurements were taken and were fine, and when a manufacturer representative tried reprogramming the patient she experienced strong pain in her back and was nauseous. It was also reported that the patient experienced a spasm in the leg, headaches, and lethargy when the stimulator was on for a long time. The patient also saw a "call your doctor" symbol with "xxx" on the insr. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that a manufacturer representative met with the patient to capture the mdt file from the device. It was noted that there ¿would be issues with impedances¿.

Manufacturer narrative:
Product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).